Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a post¿aortic valve replacement patient who was temporarily dependent on epicardial pacing experienced a syncopal episode due to a fractured temporary pacemaker wire. The patient regained consciousness spontaneously and received supportive care while being prepared for transfer to the cardiac catheterization lab, where a replacement temporary pacing system was placed. The patient had no further complications following the intervention. Attempts have been made and no further information has been provided.